Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B) (6) 2008. The patient reported experiencing minor "halos" around light sources at night. The icl remains implanted. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) - results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4)